Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a microbiological test for the subject device was conducted by a third party laboratory on august 8th to validate the efficacy of an olympus automated endoscope reprocessor model etd4 basis (not available in the u.s.) With glutaraldehyde. The instrument channel of the subject device tested positive for unspecified bacteria (81cfu/20ml) and the air/water channel of the subject device tested positive for unspecified bacteria (52cfu/20ml). The testing result could not be certified as safe. After that, the user facility reprocessed the subject device with an olympus automated endoscope reprocessor model etd3 (not available in the u.s.) And used it on the patients for unspecified procedures. Then, the subject device was sent to a third party laboratory for validating etd4 basis with glutaraldehyde again on october 27th. As a result of the test, unspecified bacteria (8cfu/channel) were detected from the instrument channel of subject device. The test result cleared german guideline. There was no report of infection associated with this report.